Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) unit's fo-connector was defective. The blue housing from the connector was broken. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer(fse) that discovered the issue replaced the connector that was broken and performed pm and safety checks. The repair was then completed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional fields: event site postal code: (B)(6). It was reported by the fse that during pm the, cardiosave intra-aortic balloon pump (iabp) fo-connector was defective. There was no patient involvement and no patient harm reported. The blue housing from the connector was broken. Replaced connector, performed pm and safety checks. Repair done. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0012-00-1562 sn: (B)(6). Ram cable assy, fo sensor extension. This part was received with a reported unit failure message of fo blue connector broken . Performed visual inspection of this part received and found the blue housing from the connector was broken. Please see attached picture of damaged blue housing from the connector. The fat dept. Verified the failure message of described in customer complaint report form. Retaining cable assy, fo sensor extension in the fat dept. As per procedure (B)(4) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.